Event description:
During prepration of the microcatheter the physician noted there was a hole behind the tip of the catheter. The physician had the same issue with a second microcatheter and the procedure was completed using a third microcatheter. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. During visual inspection of the device it was noted there were a series of kinks and flattening at 145 - 149 cm. A functional test was performed and resistance was found when introducing a mandrel through the catheter where the kinks and flattening were noted. The catheter was flushed with water but due to the damage no water was coming out the distal end. No hole was observed. A root cause of handling damage will be assigned to this complaint, as it was stated that the device was not used the likely cause of the damage noted could be caused during the preparation handling of the device. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
During preparation of the microcatheter the physician noted there was a hole behind the tip of the catheter. The physician had the same issue with a second microcatheter and the procedure was completed using a third microcatheter. There was no patient involvement.